Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6) 2011. Approximately three months and twenty-four days later, on (B)(6) 2011, patient was diagnosed with blood clot in the port. The patient also had severe chest and neck pain and headache. The blood clot was removed successfully. It was confirmed that the port was not functioning and twisted inside the patient's chest. Further there was difficulty in removing the port and catheter due to ingrowth of tissue. Later the patient underwent subsequent removal of the port. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. The medical report alleges that the patient underwent mediport placement procedure, for difficulty in venous access. Approximately, three months and three weeks later patient was diagnosed with blood clot in the implanted mediport. The patient also had severe chest and neck pain and headache. The blood clot was removed immediately. Approximately, eleven years and ten months and eight days later, patient arrived at the hospital complaining about pain in left finger, wrist, right shoulder, along with chest, neck and spine pain. Patient has been assaulted and complained for injuries to the left foot and knee, hand, wrist and elbow. Later she started developing chest pain. Two months and six days later, patient has visited the hospital, complaining about abnormal heart rate, fluctuating up and down. The patient had a history of a fibrillation and complaints of mild shortness of breath. Approximately, one month later patient underwent removal of mediport procedure. The patient had a mediport placed twelve years ago, which was not being used in recent times. It was confirmed that the port was not functioning and twisted inside the patient¿s chest. Attempt for port removal was made on the same day, but it was unsuccessful due to ingrowth tissue at the subclavian vein access. Two weeks later, the patient underwent successful port removal. Therefore, it can be confirmed for the reported obstruction of flow due to blood clot, difficult to remove the port and port tipped over issues. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three months and twenty-four days later port placement, the patient allegedly had a blood clot in the port. The patient also had severe chest and neck pain and headache. The blood clot was removed successfully. It was confirmed that the port was not functioning and twisted inside the patient's chest. Further there was difficulty in removing the port and catheter due to ingrowth of tissue. Later the patient underwent subsequent removal of the port. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.